Manufacturer narrative:
MDR device 2 of 4.

Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that patient faced four infusion set cannula bent events (two on 06-04-2024 and two on 09-04-2024). All the events occurred after three hours of insertion. The insertion site was at abdomen. All the sets were used for about 3 days. Blood glucose levels were over 600 mg/dl at the time of event. Patient required assistance from emergency room due to high blood glucose levels. Patient was given insulin via intravenous injection by emergency room. He replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.